Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 02 october 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total left knee arthroplasty due to osteoarthritis and pain. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the total left knee with migration of the tibial component and recent periprosthetic tibial fracture after a fall. The surgeon reported the tibial component was grossly loose secondary to de-bonding at the implant/cement interface, and periprosthetic fracture, which led to a comminuted proximal tibial metaphyseal bone. He reported the tibial component was removed as was the remaining cement, and fibrous tissue throughout and removed the fractures. The surgeon noted the femoral component was intact without signs of loosening. He indicated no polyethylene wear. He noted abundant reactive tissue from the loosening that was excised. The surgeon reported no complications to the surgery. Depuy knee system and smartset bone cement x 2. Competitor tibial cone was implanted in the procedure. Doi: (B)(6) 2014. Dor: (B)(6) 2018 (lt knee).